Event description:
The device was sent to service _ repair for maintenance.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 3 audio processor, a leaking battery was detected. Due to the destroyed device housing, it can be assumed that the damage to the rechargeable battery inside is caused by strong mechanical stress. This is a final report.

Event description:
The device was sent to service repair for maintenance.